Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure no image was confirmed and multi-colored lines was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to plug unit issue. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The customer reported no picture and multi-colored lines involving an olympus colonovideoscope. There was no patient injury reported.